Event description:
The customer biomedical engineer (biomed) reported needing assistance reviewing a patient¿s retrospective data and red alarms from (B)(6) 2021 at their philips intellivue information center (piic). The device was in use on patient, however no information was available about adverse event regarding patient at time of report.

Manufacturer narrative:
The biomed clarified that there was no patient safety risk, and that their clinical staff wanted to know if red alarms could be retrieved beyond 96 hours. The biomed approved the closure of the case after briefing the clinical staff on the piic classic wave storage limitation. A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.

Event description:
The customer biomedical engineer (biomed) reported needing assistance reviewing a patient¿s retrospective data and red alarms from (B)(6) 2021 at their philips intellivue information center (piic). The device was in use on patient, however aadditional information received from the biomed indicated there was no patient safety risk.